Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 01/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2015 with the following findings:visual inspection revealed that the keypad was intact and was not thinning. Investigation found that all keypad buttons responded appropriately to button presses. The keypad cover was removed and there were no defects found to the button contacts. Unrelated to the complaint, investigation revealed that the bolus button cover was missing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the ok keypad button was under-responsive. The reporter noted that the keypad cover was thinning but there was no indication or allegation that the keypad was torn or otherwise damaged. This complaint is being reported because the reported button response issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.